Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle blunt from the third pass then became loose on the 5th or 6th pass during suturing. Problem encountered again on sutures used as replacements during the same gynecological procedure (breast surgery). Need to use several needles to perform the suture. Further information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 5 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. Needle attachment strength results conducted on the samples received are 1.05 kgf in average and 0.86 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.46 kgf in average and 0.23 kgf in minimum. Needle penetration performance has not been possible to perform as the needles were discarded, by mistake, when the needle attachment strength test was done. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle penetration performance result (average 1st penetration) of needles tested of the raw material batch used in this product during production were 0.398 n and fulfilled the specification (<0.480 n). Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.